Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator (usm1) to correct 23094 error for axis 1. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation: the unit was returned for failure analysis and the reported " 23094 error" pointing to cannula mount was confirmed but not replicated. The unit was tested on an in-house system and passed the normal mode. Visual inspection, removed the insertion cva pca and found deep scratches on the cva disk. As a precaution, the insertion cva pca and the cva disk will be replaced to address the reported problem. In addition, the unit was tested on pftp and passed direction test, lissajous , sine cycle, brake tests and carriage friction and switches

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, arm 4 was disabled. Tse reviewed error logs and found that arm 4 had multiple recoverable 23094 faults. The customer informed that they recovered it several times and then had to disable it. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and had them remove instruments, reboot, cycle the psc breaker and also epo the psc. The system powered back on with no issues. The customer is continuing with the procedure with all 4 arms and would like the field service engineer (fse) to follow up. The procedure was completed with no reported injury.